Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
The customer called to report four discrepant realtime sars-cov-2 assay results. Three sars-cov-2 patient samples were reported positive, however, when questioned by physician were re-tested on cephid and another panel and resulted as negative. These three positive results belonged to their active employees. One sample was called negative, however, was tested positive by another method. The molecular application specialist (mas) reviewed the run logs. The run exhibited a lot of background noise and the calls for the false positive results were artificial peaks. Amplification curves were not reviewed prior to result reporting. The run before and after appear with clean background, as per usual. Additional follow up with the customer indicates there were a total of 8 false positive results that repeated as negative either on the realtime assay, via the cephid method or by micro. Additional clarification on the false negative result indicates that a sample was collected the next day and generated a positive result in another lab. Repeat testing generated a positive result on one m2000rt instrument, but a negative on another m20000rt instrument. The original sample was also run on the bdmax and cepheid and generated a positive result. There was no impact on patients' health monitoring. As both false positive and false negative results were recorded in this ticket, this report is being submitted for the false negative observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on (B)(6) 2020 was negative for sars-cov-2. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 is performing outside of established design performance specifications quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506428. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 identified two additional complaints related to the reported issue. Tickets were independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 506428 was not identified.